Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their sensor displaying inaccurate readings between the sensor and blood glucose levels. The customer's blood glucose was 133 mg/dl and the sensor glucose was 145 mg/dl at the time of the incident. The customer stated that their insulin pump did not alarm them when their blood glucose was at 35 mg/dl nor did the sensor work when the readings went up to 400 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in range. The result of the inaccurate readings triggered a threshold suspend from the insulin pump. Advised the customer that without knowing more about the previous events it would be hard to know the cause of the issue except that the sensor may not have been working correctly at that time. The customer did not troubleshoot and did not send the product back for analysis.